Event description:
Customer initially reported their abbott diabetes device had a fast-draining battery. The product was returned and investigated for a fast-draining battery, however during investigation a burned casing was observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and burn damage on the reader's casing was observed. The reader was de-cased and visual inspection was performed on the reader's pcb (printed circuit board) and pcba (printed circuit board assembly). Burn damage to the casing and antenna was observed along with contamination on various components of the pcba. The returned battery was measured outside of specifications. Unable to test for charging capability due to contamination of the usb port and usb circuit. The reader was sent to extended investigation. Extended investigation was unable to perform reader self-test's or sleep current testing due to the reader not powering on. The reader was connected to a pc and the usage log was reviewed. Based on the user log, it was determined that the reader did not have an out of box issue. Therefore, the issue is not confirmed due to contamination due to a user issue. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.